Event description:
The event is reported as: customer reported that the instructions for use diagram does not match the actual product design. The drawing should show the pressure port on the right side of exhalation valve, not on the left side. No pt injury reported.

Manufacturer narrative:
Evaluation: method - no sample returned for investigation. DHR review showed no issues were found related to this complaint. Results: no samples were provided, however, in a similar complaint two samples were received. They were visually compared with the drawing of the insert found with the current IFU that is showing the pressure port on the left side of the exhalation valve and it should be on the right side of the valve. Conclusions: it was confirmed that the insert should show the pressure port on the right side of the exhalation valve. Corrective action: the drawing in the insert is going to be updated in order to show the pressure port on the right side of exhalation valve.